Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the sensor cannula was bent inside of the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. The lab is unable to perform or reproduce skin irritation.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke off during insertion. The customer's blood glucose was 68 mg/dl at the time of incident. The sensor will be returned for analysis.